Manufacturer narrative:
(B)(4). Visual examination of the torque wrench revealed superficial wear in the form of nicks and scuff marks on its surface. The device could not be adjusted to 100 in*lbf setting by hand. Torque wrench was then mechanically tested at 80 in*lbf and 60 in*lbf. Though the handle could not be adjusted to 100 in*lbf setting by hand, the wrench passed all tests at 80 in*lbf and 60 in*lbf setting. The wrench was not tested for 100 in*lbf torque set point, it could not be adjusted to this setting by hand. The torque wrench may be stuck due to wear and/or rust to the internal components of the device, irregular maintenance, and lack of lubrication. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer the torque wrench has a potential field age of over 6 year. It has been likely subjected to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause of the torque wrench not being able to have its torque setting changed can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Devices were sent to depuy spine complaint department in a (B)(6) box with no paperwork. And no shipping label. Just addressed to complaints.